Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance at the user facility. Patient involvement, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, leaking, was not duplicated and no failures were confirmed. No foreign material or evidence of leaking was found. The device was not repaired but returned to the customer.

Event description:
It was reported that the system 7 sagittal saw was leaking an unknown substance at the user facility. Patient involvement, medical intervention and adverse consequences are unknown. Upon follow up, the user facility was not able to provide any further information regarding the reported event.